Event description:
Non-integration. Implant lost integration, although then was enough primary stability at the time of implantation.

Event description:
Non-integration. Implant lost integration, although then was enough primary stability at the time of implanation.